Event description:
It was reported that the cartridge was leaking from o-ring. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy.